Manufacturer narrative:
At the time of investigation, the system logs were not available for review. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure. H6 health effect : f02.

Event description:
It was reported that after a successful diagnostic procedure using the monarch bronchoscopy system, the patient developed a pneumothorax and later passed away. There was no reported device malfunction associated with the adverse event. Per the account manager, hospital endo management does not attribute the pneumothorax or the subsequent death to any deficiency of the monarch system.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by auris health, inc., or its employees that the report constitutes an admission that the product, auris health, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.